Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was torn, delaminated, and bubbled. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found that the dso seal showed degradation. The complaint was confirmed during the visual inspection test, and the dso seal was replaced with a new one. The root cause was the degraded dso seal. Pvt (performance verification testing) was conducted. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.